Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The claimed issue was related to internal leakage test failure during pre-use check (puc). There was no patient involvement. The issue was decided to be reported based on available information, as internal leakage test may in some cases represent a reportable event. Identification of issue has been done by analyzing problem description, device logs and service report. In further process of complaint handling the received information indicated that the problem was not reproduced during inspection and no parts have been replaced. The root cause of the issue has not been determined.

Event description:
Manufacturer's ref #: (B)(4).